Manufacturer narrative:
Based on the claim against the product by the customer noting damaged insulation on conductor wire ,an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during prior to start of surgical procedure, maryland bipolar forceps instrument was noted with an insulation damage on the conductor wire. The procedure was completed using back up instrument with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. The damaged insulation of conductor wire was found with an exposed internal wire. The instrument passed the electrical continuity test. The instrument was found to have thermal damage on the bipolar yaw pulley. The instrument was found to have localized melting on the bipolar yaw pulley near one of the grips. The maryland bipolar forceps was also found to have various scratch marks/abrasions with light material removed on the main tube. The scratch marks were 0.072¿ -0.186¿ in length and were not aligned with the tube axis. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage.